Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board readings were inaccurate. There was no impact to the customer¿s blood glucose. Although requested, the customer did not upload pump data logs for investigation. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.